Manufacturer narrative:
(B)(4). Evaluation, results: caused by another drug/device (interaction with a previously implanted stent in the iliac artery). Conclusion: another device caused failure (interaction with a previously implanted stent in the iliac artery).

Event description:
Approximately two months ago, a valiant vamf4646c200tu stent graft was selected for repair of the endoleak. The physician was using a conduit to insert the valiant stent graft delivery system when it caught on the previously deployed iliac stent. The delivery system could not be advanced any further and was removed from the patient. The iliac stent was ballooned and the valiant was inserted a second time. The device was unable to advance and was removed. A second valiant device of the same size and length was successfully inserted and used to treat the patient. No additional clinical sequelae were reported and the patient is fine. The delivery system was returned and its evaluation has been completed. The stent graft was still loaded in place. There were two kinks at the strain relief due to the returned loose packaging. There was deformation damage to the taper tip at the exit port most likely caused by the interaction with the pre-existing stent that led to the positioning difficulties as previously reported. There were no issues noted with the device. The positioning difficulties event is determined to be due to the interaction with the pre-existing stent.

Event description:
Additional information was received as follows: the vessel was small and non-calcified. The patient was being treated for a very proximal thoracic aortic aneurysm and also needed to cover the lsa. Films were received and reviewed as follows: the long thoracic aneurysm extends to the abdominal branch vessels. The right iliac artery is stented. The type iii fabric endoleak is aligned along the outer curve along with the connecting bar of the proximal graft. The connecting bar of the distal stent graft on inside of curve. There is no evidence of a stent or connecting bar fracture. It is possible that the connecting bar cut through the graft fabric over time along the apex of the outer curve. The free flo stent and ro marker on the proximal graft appear to be partially detached on the inner curve of the stent graft. This does not appear to have adversely affected the seal region; there is no evidence of a type I endoleak in the area.

Manufacturer narrative:
Evaluation method: (film).